Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station shuts down every time trying to recover and also drawer for the station jammed. The customer reported that issue occurred when dispensing medications to the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer for the station jammed. Upon arrival, a field service engineer found station and drawer 1.1 were functioning normally. Ejected all cubies from drawer 1.1 to inspect for foreign debris; no obstructions found. Reseated row board and retractor band cable connections to ensure secure contact. Inspected latch solenoid for mechanical or electrical issues; no faults observed. Found a medication package resting against the drawer controller. The foil packaging might have intermittently shorted components, potentially contributing to the station reboot when closing drawer 1.1. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station shuts down every time trying to recover and also drawer for the station jammed. The customer reported that issue occurred when dispensing medications to the customer. There were no adverse events or injuries reported based on this event.